Event description:
Olympus medical systems corp. (Omsc) was informed that the doctor clipped vessel but he failed. When the doctor pulled the handle, the clip ripped the vessel and it bled. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Omsc considers that the doctor didn't pull the slider to the end and he attempted to detach the clip from the device. Thus, it caused the failure of the detachment of the clip and damage of vessel. The device instruction manual has warned users not to withdraw the device before clipping is completed. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This supplement report is being submitted to provide the device evaluation report. Only the clip was returned to omsc for investigation. The clip was closed and the clip pipe root was broken. As the checking of the manufacturing record of the same lot, nothing abnormal was detected. The exact cause of the user's experience could not be conclusively determined. However, according to the past similar events omsc assumes that this event likely occurred because the facility did not finish the clipping completely and tried to withdraw the sheath forcibly. The device instruction manual warns "do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage." This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.